Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic adrenalectomy procedure, the device had been re-sterilized. The device disassembled inside the patient as parts fell apart. The customer thought all the parts had been retrieved, but still requested to check whether the parts were completed just to make sure. The doctor retrieved the parts with forceps while looking with eyes or with a camera. X-ray was performed on the operating day postoperatively, and the viewpoint was that it seemed that no parts or fragments remained with the patient. The customer said that they usually used disposable devices in one single time, but they had to re-sterilize the device due to the current long-term shortage. The sales rep confirmed with hospital as well as the doctor that the device was disposable, that the hospital should be responsible for results due to re-sterilization, and has told the customer not to re-sterilize the devi ce. The surgical time was extended by less than 30 min. The part fell into the patient's cavity and was retrieved.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.